Event description:
Reported under-infusion. Pt was a preemie newborn. Pump set to infuse 0.5cc of lipids per hr. At 8pm, nurse stated syringe was greater than 10ml estimated syringe should have 10.2 ml remaining. Remaining syringe was taken out and reinserted, also label was removed in case there was interference. Used a monojet 20cc syringe (B)(4). No pt injury reported.

Manufacturer narrative:
The device eval is currently underway. A f/u report will be submitted after the eval is completed.